Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a retained sample was evaluated. A visual inspection and functional testing were performed without noting any issues. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the vented paclitaxel set air vent leaked. The leak was identified during priming. There was no patient involvement. No additional information is available.